Manufacturer narrative:
(B)(4). The date of the event occurrence was reported as an unknown date in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced central line-associated blood stream infection (clabsi) coincident with a one-link device. The cause of the clabsi was reported by the customer as they recently converted from another device to the one-link. It was not reported if the patient was hospitalized or if hospitalization was prolonged for the event. Treatment details were not reported. Action taken with the device was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.